Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 14 of the patient's mouth. Details of surgery: immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, bleeding and fistula. No further patient complications were reported.